Manufacturer narrative:
A return was issued and the product was evaluated upon receipt.complaint was confirmed for a bent frame.the underlying cause could not be identified.

Event description:
The leg was bent on the transfer bench.